Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, water tightness failure was observed. Therefore, a probable cause of the image not displaying was likely due to water that temporarily entered the device interior, resulting in communication failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that while the image issue could not be duplicated, the device did fail the pressure leak test. It is likely that moisture could have penetrated inside and have caused the issue that was reported. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, while using the hd 3cmos autoclavable camera head the picture disappeared in the middle of the case. The issue was found during a therapeutic laparoscopic hernia repair. The procedure was completed with a similar device. There were no reports of patient harm.